Event description:
It was reported that after a pacemaker system implant procedure on (B)(6) 2022, the patient's right atrial lead was suspected to be dislodged upon post-implant interrogation due to a loss of capture. An x-ray was performed that confirmed the lead dislodgement. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgment and loss of capture. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.